Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements. Additional information indicates that the suspected cause was unknown and high thresholds was not attributed to the lead. The lead was explanted and replaced. No additional adverse patient effects were reported.